Event description:
According to an event report a patient with history of hypertension an atheromatous disease underwent surgery in 2001 for the emergency repair of acute type a aortic dissection. Bioglue was injected into the false lumen of the distal and proximal aortic dissection sites and applied to the external suture line (uses indicated in the product labeling). According to report details, " the patient made a slow but steady recovery postoperatively until the sixth postoperative day, when patient had an episode of chest pain associated with being cold and clammy. Patient was tachycardic,tachyponeic,and hypotensive, with electrocardiography showing signs of inferior infarction. An echocardiogram showed a significant pericardial collection, right vetricular akinesia, and moderate mitral regurgitation. " an emergency resternotomy was performed and confirmed 500ml of bloody pericardial effusion and distended, akinetic right ventricle. The patient did not respond to inotropic support and subsequently expired about two months later. A postmortem examination was performed, which reportedly revealed pale and soft areas within the right ventricular myocardium with mottled, hemorrhagic zones. An occlusion of the origin of the left circumflex artery allegedly caused by bioglue with distal propagated thrombus was also noted.